Manufacturer narrative:
The bed was returned for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken in the middle of the bed where the motor attaches. An expanded evaluation was performed. The expanded evaluation report confirmed that the head motor mounting bracket weld was broken, and a non-factory "l" bracket had been installed in order to reattach the bracket to the frame. Additionally, the bed rail retaining clips were missing. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that his customer alleged that the head deck is damaged and the weld on the frame is broken.